Manufacturer narrative:
Device log files were examined during servicing and revealed a protocol recovery error was recorded at the time of the event. The log file also indicated several improper forced shutdowns by the customer prior to the event, suggesting potential deviations from the proper shutdown procedures outlined in the technical guide. Comprehensive investigation and testing revealed that the temporary software interruption experienced by the user can occur when multiple button selections are made in rapid succession. This quick input of commands can potentially lead to a software interruption and the subsequent internal fault/system diagnostics alert. Upon arrival at the service provider, the device fully complied with all manufacturer specifications relevant to the product problem and no lasting negative performance effects were identified. A review of complaint files for this reportable condition indicates the issue falls within established control limits. No further action is warranted at this time.

Event description:
(B)(6) hospital at (B)(6) reported that while delivering inhaled nitric oxide (ino) therapy using the noxboxi device to a neonatal patient a product problem occurred where the device alarmed for an internal fault/system diagnostics and prompted the hospital staff to restart the device and switch the device to manual backup mode. Following the restart, the device defaulted to an no dose of 0 ppm, resulting in a low dose alarm. The hospital staff successfully exchanged the device, and no adverse patient outcomes were observed.